Event description:
A physician reported a hakim valve (ID 823100) was implanted via ventriculoperitoneal (v-p) shunt, on unknown date and setting due to communicating hydrocephalus and secondary normal pressure hydrocephalus (snph). The patient was transferred to another facility after the surgery. The pressure setting could not be changed from 6-mmh2o, even if neodymium is used. Intracranial hypotension syndrome was suspected after confirmation of the valve flow. A contrast radiography was performed. There was no problem with the proximal part of the valve, however, an obstruction in the distal part was confirmed. The valve was removed and replaced on (B)(6) 2024. The flow of fluid through the peritoneal catheter was confirmed during the revision. According to information provided, it is unknown if patient had any signs and symptoms due to product problem.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID (B)(4)) was returned for evaluation. Device history record (DHR) - the product code 82-3100 with lot 6514095, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 40 mmh2o. The valve was visually inspected, needle holes were in the needle chamber were noted. The valve was hydrated. The valve passed the test for programming, occlusion, reflux and pressure. The valve was leak tested and no leak was noted, only from needle holes. Root cause analysis - no root cause could be determined as the technician could not confirm any obstruction or programming issues with the valve at the time of investigation. The possible root cause for the issues reported by the customer, could be due to biological debris and protein build up interfering with the valve.

Event description:
N/a